Event description:
Information received indicates the valve was abandoned at implant due to bleeding seen in the ncc/ rcc area of the valve during the case. The device was intra-operatively replaced with no subsequent pt complication reported.